Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery pack would not charge but was able to power on a monitor. Upon service investigation, the battery was found to have an output voltage of 12.1 v. The root cause for the inability to charge is currently underway at the supplier, itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.